Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) on the homechoice (hc) device during drain cycle two, while the hp was connected. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The hp stated that they disconnected during therapy but had done so properly. The technical service representative (tsr) explained the alarm. The hp stated that they would use manual supplies to complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.